Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date 4 months prior to the alert date of (B)(6) 2016. At this time the patient obtained blood glucose results of "60 and 560mg/dl" with the subject meter greater than 20 minutes from one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that "4 months" ago, as a result of the alleged product issue, they started consuming less food and/or drink. The patient stated that 6 months prior to the alert date they had experienced "high glucose" and as a result they had to visit the emergency room (e.r). The patient was given insulin by a healthcare professional (hcp) as a result of their "high glucose" on four occasions. The dates of which this treatment was provided were not provided during the initial call. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurate readings on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged "inaccurately erratic" subject meter result did not affect treatment options prior to or after the onset of these symptoms.